Manufacturer narrative:
The approximate age of device: 2 years and 6 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired on (B)(6) 2019 due congestive heart failure and end stage of cardiac failure. Additional information was requested but was not provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.